Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the catheter port on the patient interface module was found to be loosened by 3/4 of a turn, causing leakage. The port was tightened, eliminating the leakage. The unit passed all functional and safety tests and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations in e1 (event site name - ((B)(6) medical).

Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) had a autofill error. There was no patient involvement.